Event description:
It was reported that a few weeks after implant the pt felt stimulation only in certain positions and then lost stimulation sensation completely. Upon testing, impedance measurements were greater than 4,000 ohms. The physician planned on revising the lead. The outcome is unk. Further info is being requested at this time.